Event description:
The pt reported no longer hearing on several electrodes. It was determined that the device is not functioning according to manufacturer's specifications. Explantation/reimplantation surgery was done in 2000.